Event description:
The loaner surgical instruments/trays for scheduled procedures are to be delivered thoroughly cleaned, inspected and tested for proper function. Hip tray 5 of 9 for a procedure (tray name g7 40 reamer handle) was brought to surgery where it was noted that the reamer handle was not taken apart prior to washing and sterilization. The reamer was returned to the sterile processing department to be taken apart and rewashed. It was flash sterilized prior to the case.